Manufacturer narrative:
All buttons were functioning properly. No damage in the keypad assembly was noted and no stuck button alarm during testing was noted. No unlocked keypad connector during visual inspection. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement, and leak tests. The pump was received with a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a stuck button alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall aif they pressed a button down for 3 minutes or longer. The insulin pump will be returned for analysis.